Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The device was evaluated and the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device ran in the locked position and had unintended motion due to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device could not secure the device in case/tray/basket, ran in the locked position, the pins were missing coupling, and the tool coupling was defective. It was further determined that the device failed pretest for visual, housing pin height, loctite, cutter lock, safety, temperature and rotational speed. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.